Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Troubleshooting was performed, however, customer continued to use existing pump for insulin therapy and declined further troubleshooting. There was no reported adverse impact on customer's blood glucose level.